Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2012. The pulsar generator was received in fair condition. The unit delivered rf energy correctly into the fixed resistors. The long bumper was broken and wedged between the rf amplifier pcba and the case when the top lid was removed. The reason for return is unk. Unit performed within specifications. Applicable software and hardware upgrades were performed. The unit was repaired and passed final testing and was recertified for use.

Event description:
It was reported the return electrode alarm kept going off. There was no pt impact.